Event description:
The user facility reported the device triggers were sticking with run-on observed during testing of the device. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.